Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient was admitted to the hospital for sepsis. The patient was given antibiotics, and likely required surgical intervention and total colectomy. The patient remains under medical supervision.